Manufacturer narrative:
Additional information: h6 complaint confirmed. One unpackaged ar-4501 batch f307180 was received for investigation. Visual evaluation found marks in the black plastic shaft, like the device was in contact with another instrument. No other issues were observed. The most likely cause(s) of the reported failure is an improper deployment sequence leading to cannula obstruction; the implant may have never been deployed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic suturing of the meniscus the gliding knot of the device did not move forward. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.